Event description:
On (B) (6) 2010, a company representative reported the pt was hospitalized with infections at his site locations. He stated the pt will have minor surgery today to remove the infection. The pt's blood glucose readings began to elevate and he went to the hospital where they found he had an infection. The caller stated he thinks the pt's readings were over 300 mg/dl with his normal range being 200-300 mg/dl. He stated the pt had been using his insulin infusion device for about 1-2 weeks. The infusion set was discarded. On follow up with the pt on (B) (6) 2010, he stated he was released from the hospital on (B) (6) 2010. He stated his doctors did not determine what caused the infections. He stated his reading prior to being admitted to the hospital was 575 mg/dl. He had no symptoms as he stated he "normally runs high and does not have symptoms." He said he took 20 units of insulin via syringe on the way to the hospital which brought his level down to "280 something." He stated he is currently on injection therapy. He said there was no noticeable damage to the infusion set and/or cannula upon removal. A request for additional training was submitted. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.